Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was unknown. The same day as peritonitis onset, the patient was hospitalized for peritonitis. On an unknown date, the patient was treated with injection meropenem (1gm, stat, intraperitoneal, discontinued), injection meropenem (500mg, three times a day, intraperitoneal, ongoing) and injection vancomycin (1gm, alternate day, one dose). The following day the patient was treated with injection vancomycin (1gm, every 5th day intraperitoneal, ongoing). Four days after peritonitis onset, the patient was treated with injection amikacin (250mg, at bed time, intraperitoneal, ongoing) for peritonitis. Seven days after peritonitis onset, the patient was treated with injection ceftazidime (500mg, three times a day, intraperitoneal, ongoing) for peritonitis. The patient was discharged eighteen (18) days after hospital admission. On an unknown date, the patient was recovered from peritonitis. Pd therapy was ongoing. No additional information was available.